Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon used the device for the first time during a robotic prostatectomy case and had no bleeding during the case. However the patient was brought back into the operating room for unknown bleeding. The surgeon felt it was not the device's fault as the bleeding was not from the area the ligasure sealed in or any vessels. The amount of blood loss is unknown, and it is unknown if a transfusion was required. The patient has since recovered.